Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. A review of the lot number provided in the complaint indicates the expiration date for the device was february 28, 2014.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
Kimberly-clark received a report stating the t-fastener sutures broke while in use. The day after the enteral feeding tube, the j-tube, was placed the nurse practitioner was assessing the patient and found the t-fasteners in the bed underneath the patient. When the t-fasteners broke the enteral feeding device was held in place by the balloon on the device. The patient was scheduled for a procedure in the radiology department to undergo fluoroscopy in order to get a visual of the abdomen. All of the t-fasteners were missing. The results of the x-ray were to determine the next appropriate steps for treating the patient. There was no reported injury. No additional information was provided in regards to the patient's status and the outcome of the procedure.